Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Additional device product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during cleaning and final inspection before sterilization, the tip of reamer/irrigator/aspirator drive shaft was noticed to be broken. There were no surgical procedure and patient involvement. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date. Device history record (DHR) review: part#: 314.743; synthes lot#: 7432392; supplier lot#: 7432392; release to warehouse date: 25feb2014; supplier: criterion tool & die. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device evaluated by MFR: investigation summary: complaint condition: it was reported that the tip of the reamer/irrigator/aspirator (ria) drive shaft was broken. Investigation flow: broken. Visual inspection: upon visual inspection of the complaint device at us cq, the distal tip of the ria drive shaft was observed to be broken approximately 34.46 mm (ca215p, calibrated 28-apr-2018, calibration due 31-oct-2018) from the proximal end of the drive shaft helix. Surface wear was observed on the drive shaft and corrosion was noted around the dowel pins that secure the drive shaft to the drive attachment. The received condition agrees with the complaint condition; thus, the complaint is confirmed. Document/specification review: the relevant design documents were reviewed as part of this investigation. The changes made between the manufactured revision and the current revision are related to etch content and are thus unrelated to the complaint condition. Dimensional inspection: the following dimensions were deemed relevant to the complaint condition: the flat-to-flat measurement of the hex feature at the distal end of the drive shaft; the point-to-point measurement of the hex feature at the distal end of the drive shaft; the inner diameter (ID) of the drive shaft. However, post-manufacturing damage prevented an accurate and repeatable flat-to-flat measurement from being taken. Per drawing, the point-to-point measurement of the hex feature at the distal end of the drive shaft is 4.95 mm ± 0.1 mm. When measured with a caliper (ca215p) at us cq, this measurement was found to be 4.98 mm. This is within the design specification. Per drawing, the ID of the drive shaft is 3.76 mm ± 0.05 mm. When measured with a gage pin (gp32, calibrated 25-apr-2018, calibration due 31-oct-2018) at us cq, this measurement was found to be 3.73 mm. This is within the design specification. Material/hardness review: based upon review of the DHR, the hardness value was confirmed to meet the design specification with no relevant non-conformance noted. Conclusion: a visual inspection, document/specification review, dimensional inspection and material/hardness review were performed as part of this investigation. The distal end of the ria drive shaft was observed to be broken, thus confirming the complaint. While a definitive root cause could not be established, it is possible that the drive shaft was not properly assembled, which can increase the risk of the hex feature breaking. No product design or manufacturing issues were identified. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.